Manufacturer narrative:
This report is associated with argus (B)(4), biotene original oral rinse (savannah).

Event description:
My husband didn't read the directions and he swallowed this product for a week. This product gave him a sore throat because he swallowed it. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a male patient who received glycerin (biotene original oral rinse (savannah)) mouth wash (batch number 66012c, expiry date 30th june 2019) for dry mouth. On an unknown date, the patient started biotene original oral rinse (savannah). On an unknown date, an unknown time after starting biotene original oral rinse (savannah), the patient experienced accidental device ingestion (serious criteria gsk medically significant), sore throat, accidental ingestion of drug, wrong technique in drug usage process and wrong technique in device usage process. Biotene original oral rinse (savannah) was continued with no change. On an unknown date, the outcome of the accidental device ingestion, accidental ingestion of drug and wrong technique in device usage process were unknown and the outcome of the sore throat and wrong technique in drug usage process were recovered/resolved. It was unknown if the reporter considered the accidental device ingestion to be related to biotene original oral rinse (savannah). The reporter considered the sore throat to be related to biotene original oral rinse (savannah). Additional details, adverse event information was received on 01 march 2017. Consumer reported that this product gave him a sore throat because he swallowed it. Her husband did not read the directions and he swallowed this product for a week.

Manufacturer narrative:
This report is associated with (B)(4), biotene original oral rinse (savannah).

Event description:
Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a male patient who received glycerin (biotene original oral rinse (savannah)) mouth wash (batch number 66012c, expiry date 30th june 2019) for dry mouth. On an unknown date, the patient started biotene original oral rinse (savannah). On an unknown date, an unknown time after starting biotene original oral rinse (savannah), the patient experienced accidental device ingestion (serious criteria gsk medically significant), sore throat, accidental ingestion of drug, wrong technique in drug usage process and wrong technique in device usage process. Biotene original oral rinse (savannah) was continued with no change. On an unknown date, the outcome of the accidental device ingestion, accidental ingestion of drug and wrong technique in device usage process were unknown and the outcome of the sore throat and wrong technique in drug usage process were recovered/resolved. It was unknown if the reporter considered the accidental device ingestion to be related to biotene original oral rinse (savannah). The reporter considered the sore throat to be related to biotene original oral rinse (savannah). Additional details, adverse event information was received on 01 march 2017. Consumer reported that this product gave him a sore throat because he swallowed it. Her husband did not read the directions and he swallowed this product for a week. Ae revision (B)(6) 2017: the lot number originally provided was incorrect. Lot 66012c has been changed to 6g012c.